Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer¿s blood glucose level was 89 mg/dl. Customer stated that the screen returned at first but lines returned and also had lines at the left side of the pump screen and every time she pressed something the screen goes blank. The customer was also advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.